Event description:
The following was alleged by the attorney representing the patient: attorney alleges: on (B)(6) 2006: patient was implanted with an unspecified composix e/x (dual mesh) through (B)(6) surgery. On (B)(6) 2006 : the patient was discharged in good general conditions. On (B)(6) 2018: patient was diagnosed with suspected abdominal abscess and a surgical consultation was performed and the patient was discharged with an indication to come back on (B)(6) 2018, the date on which patient underwent incision in order to free the abscess and was medicated. Such a medication was carried out every other day for more than a month. On (B)(6) 2018 patient presented to the emergency department and was diagnosed with a "suspected abdominal prosthesis infection after laparocele surgery caused by the prosthesis" and later discharged. On (B)(6) 2018 : patient received the following report at the hospital: "plausible rejection of (composix) e/x mesh prosthesis placed about 12 years ago. We recommend pre-hospitalization for surgical intervention after CT scan with contrast", with the indication to continue the aforementioned medications. On (B)(6) 2018 : patient underwent surgery for removal of composix e/x (dual mesh). On (B)(6) 2018 : patient died on (B)(6) 2018 after the post-operative course. Patient was diabetic, obese and hypertensive. As alleged, these comorbidities explained both to the patient and to the family as risk factors for the intervention, led them to postpone any decision for about two months. It is alleged that subsequently, the patient, in septic conditions, underwent surgery for "abdominal wall disaster" with intestinal resection. The legal form documents that the complications recorded in the post-operative period were the result of the general condition of the patient.

Manufacturer narrative:
No conclusions can be made at this time. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including subsequent surgical intervention and death. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regards to the infection, the warnings section of the instructions-for-use (IFU) states: "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Should additional information be provided, a supplemental emdr will be submitted. Not returned.